Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands were attempted to deployed; however, the bands did not move to the distal tip of the cap. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap at the beginning of the setup process, the trip wire was not secured in the slot on the handle unit, and the slack in the trip wire was taken out by turning the handle wheel. This is against the instructions for use (IFU) of the speedband superview super 7 device.